Event description:
The sister of a (B)(6) male pt called zoll customer support to report that the pt's monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation extensive corrosion was discovered in the monitor. The corrosion prevented the monitor from powering up. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The pt received a replacement monitor.